Manufacturer narrative:
On (B)(6) 2023, the distributor reported the following information: device was received. The pump started and charged normally.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery had an unspecified charging issue. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.